Event description:
The customer reported that while the unit was in use on a pt, the unit generated on autofill and "blood detected" alarm. Another iabp was available as a back-up. On the doctor's orders, therapy was discontinued due to the age and extremely poor health of pt. The pt expired one to two days later.